Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. The photo provided shows iol positioned correctly inside iol case base. No damage is visible to the iol due to the quality of picture attached. In the same attachment, photo shows iol case along with carton. The sn on the iol case reads 212179997 114 and the sn on the carton reads 21217998 060. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. Both haptics are intact. There is a fiber adhered to the optic with solution. We are unable to determine the root cause for the reported complaint "iol with changes (particles) on the optics". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed fiber adhered to the optic would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provided by the customer stating the particle was found upon inspection before touching the patient. The surgery was completed with a backup lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) procedure, the lens presented with particles on the optic. Additional information has been requested.